Event description:
This event was reported as streptococcus viridans endocarditis with vegetation and a perivalvular leak. Source of infection unknown. Pt had streptococcus viridans bacterial endocarditis from 2000 and was being treated with intravenous penicillin. No further info was provided.